Manufacturer narrative:
(B)(4). The patient was reported to have developed peritonitis a week prior to the reporting of the event. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask during the therapy process. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cephalosporin (dose and frequency not reported) for the peritonitis. At the time of this report, antibiotic treatment was ongoing and the patient was reported to be recovering from the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available at this time.